Manufacturer narrative:
(B)(4). Damaged staple wall and nonconforming staple stack. The analysis results showed that the instrument was returned non- functional due to the cartridge nose was opened; however the cartridge weld was noted to be sufficient. In addition, the staple stack was misaligned and one staple was found jammed in the cartridge nose. When the staple stack is found to be nonconforming, staples will become jammed in the cartridge, not allowing the staples to properly advance and possibly preventing the device from firing. The staple was removed and the staple stack became aligned. The device was tested for functionality and it fired and formed the remaining four staples as intended and three malformed staples. The device was disassembled to verify the integrity of the internal components and the staple wall was noted to be damaged, which was causing the staples to become misaligned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an orthopedic procedure, the device fired malformed staples. They used a second device to complete the procedure. No patient consequence was reported for the patient.